Event description:
Info received indicates, the head up function not working. The function does not work manually or under power and the battery led is on.

Manufacturer narrative:
The technician found a faulty valve guide tube. The technician replaced the head up valve guide tube to repair the bed.